Manufacturer narrative:
(B)(4). Additional information requested and received:: what is the typical cartridge selection used by the surgeon: green, gold, blue. Were any issues noted with staple formation in initial procedure or reoperation: no. When was the bleeding identified: during surgery. Was the site of the bleeding identified: yes. Is the amount of blood loss known: no. What is the current patient status: unknown. Additional information received: the surgeon has stated that he has seen more oozing in addition to this post-op bleed since he has stopped over-seweing and everting the staple lines.

Event description:
It was reported that after an unknown procedure the patient bled post-operatively. The bleed occurred a few days after the original procedure. The surgeon reoperated on the patient who did require a blood transfusion. It was unknown how much blood was transfused. Multiple types of reloads were used; it was unknown which staple line or lines bled. No buttressing material was used. The current status of the patient is unknown except that no additional complications were reported.